Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/10/2015.

Event description:
According to the reporter: the tip broke off while being introduced into the patient. It did not reach the patient. No device component fell into the patient&#39;s cavity. No injury to the patient.

Manufacturer narrative:
(B)(4)